Manufacturer narrative:
As of this date, the lead has not been returned. If this lead should be returned to our company, it will be analyzed and this report will be reopened and updated as necessary.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited high thresholds and was unable to attach to the heart tissue. The lead was explanted and replaced. To date, there have been no additional adverse patient effects reported.